Manufacturer narrative:
UDI: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2020, cht received a mayfield head holder from an unknown location. Field service engineer : "my apologies, it looks like there was supposed to be a complaint submitted on 27-aug-2019 in which the mayfield adaptor screw was stripped. A part was requested, but the complaint was not submitted."

Event description:
On 10-jan-2020, cht received a mayfield head holder from an unknown location. Field service engineer : "my apologies, it looks like there was supposed to be a complaint submitted on 27-aug-2019 in which the mayfield adaptor screw was stripped. A part was requested, but the complaint was not submitted."

Manufacturer narrative:
Mayfield head holder mt-02-268 s17008 was received at manufacturing site on 10-jan-2020 with no complaint associated. It was reported that the mayfield adaptor screw was stripped and that is why the mayfield was sent back at manufacturing site.upon investigation of this part, the malfunction could not be confirmed. The screw was not stopped and was easily removed. The screw is not stripped. However, it was noticed that the circlip was missing. It is assumed that during the cleaning of the device, it was disassembled and the circlip was lost. The event described in the complaint is not confirmed.